Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.this is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-06428. The same patient is represented in each medwatch.

Manufacturer narrative:
It was reported that on (B)(6) 2012 the patient was seen in the emergency department twice in one week, once at (B)(6) hospital and once (B)(6) hospital, stating she is unable to have a bowel movement no matter how hard she tries, patient notes a bulge when straining to have a bm and that it can be palpated. Patient also stated she has blood in rectum, urinary tract infection, vaginal bleeding, right groin/pelvic pain, pressure, infection dyspareunia, weight loss without dieting and anorexia. (B)(4).

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2010 and a mesh was implanted. It was reported that following insertion the patient experienced pain, erosion, infections and urinary problems.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, bowel problems and bleeding. It was reported that the patient underwent mesh removal on (B)(6) 2012 due to mesh exposure. No additional information was provided. (B)(4).

Manufacturer narrative:
Date sent to FDA: 05/18/2016 additional information: other relevant history. It was reported that the patient underwent mesh excision on (B)(6) 2014.

Event description:
It was reported that the patient underwent mesh excision on (B)(6) 2014.

Manufacturer narrative:
(B)(4). It was reported that following insertion patient experienced vaginitis, pelvic discomfort, dysuria, urgency, and frequency. No additional information was provided.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat stress urinary incontinence, cystocele, rectocele. It was reported that the patient had a concurrent procedure of a anterior and posterior colporrhaphy performed during mesh implantation. No additional information was provided.